Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were issues with the transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter issues was confirmed via data. The root cause could not be determined. Meidaner